Event description:
It was reported that patient presented to the clinic after a notification for ventricular oversensing via merlin.net. Transmission. Programming changes were made. Patient will be follow-up for possible lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.